Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 24 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, while trying to deliver the stent, the shaft broke into two long pieces. Both pieces were removed from the guide. The procedure was completed with a different device. There were no patient complications nor injuries reported.